Event description:
The following has been reported: power board faulty. Device history record was reviewed for sn (B)(6) and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. "The device was not returned to brézins for investigation. The reported event was : customer reported that (B)(6) power board faulty. No additional information was received. Videos provided show that there is no power supply on the device. Unfortunately after several attemps to obtain more information about the repairs, the log data and the device return, nothing was provided. Due to the lack of information, the investigation could not be performed and no root cause can be identified. This complaint is confirmed by videos. If further information are provided we will re-open the complaint and pursue the investigation." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.